Event description:
It was reported that during the atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the physician gained right atrium access with guidewire. Versacross was prepped by inserting the dilator into faradrive and physician added curve to the dilator while within the sheath. Dilator and sheath were then guided in over the wire into the right atrium. Transeptal location was chosen with intracardiac echocardiography (ice) catheter, and no significant anatomy anomaly was noted. Physician placed wire low-mid on the septum and used baylis duomode to cross into left atrium (la). Wire when advanced into la appeared to curl on itself while visualizing on fluoroscopy. Wire became knotted and was quickly apparent with imaging. Wire was pulled back out of the la, aspirated and faradrive was flushed. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported the wire(rfw) became knotted awas confirmed as the analysis of the returned device found reported allegation is confirmed for the knotted wire via returned product analysis. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. The device met its design specifications for wire body outer diameter, proximal end outer diameter, electrode height, and electrode/heat shrink gap, the knot is confirmed at the distal end. It is unlikely that the wire contributed to the event since it is within the design specifications leading to the conclusion that the knot likely occurred due to user error or unintentional wire manipulation. Risk assessment: a risk review performed for the rfw device confirmed that the event of wire forms a knot around itself is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the rfw device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: the reported event was confirmed the reported analysis of the returned device found that the root cause cannot be determined with certainty based on the information available, and the conclusion code "cause linked to device but unable to trace more specifically" was therefore selected. Potential causes include poor visualization, physician technique, excessive force used when loading dilator and sheath onto wire, and excessive force used pushing wire against anatomy resulting in the knot. Label review was completed and relevant instructions were captured.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the physician gained right atrium access with guidewire. Versacross was prepped by inserting the dilator into faradrive and physician added curve to the dilator while within the sheath. Dilator and sheath were then guided in over the wire into the right atrium. Transeptal location was chosen with intracardiac echocardiography (ice) catheter, and no significant anatomy anomaly was noted. Physician placed wire low-mid on the septum and used baylis duomode to cross into left atrium (la). Wire when advanced into la appeared to curl on itself while visualizing on fluoroscopy. Wire became knotted and was quickly apparent with imaging. Wire was pulled back out of the la, aspirated and faradrive was flushed. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned. It was further reported a transeptal access was not gained before the knot was noticed. The knotted wire was observed in the right atrium soon after dropping the guidewire down from the superior pulmonary vein (svc).

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the physician gained right atrium access with guidewire. Versacross was prepped by inserting the dilator into faradrive and physician added curve to the dilator while within the sheath. Dilator and sheath were then guided in over the wire into the right atrium. Transeptal location was chosen with intracardiac echocardiography (ice) catheter, and no significant anatomy anomaly was noted. Physician placed wire low-mid on the septum and used baylis duomode to cross into left atrium (la). Wire when advanced into la appeared to curl on itself while visualizing on fluoroscopy. Wire became knotted and was quickly apparent with imaging. Wire was pulled back out of the la, aspirated and faradrive was flushed. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned. It was further reported a transeptal access was not gained before the knot was noticed. The knotted wire was observed in the right atrium soon after dropping the guidewire down from the superior pulmonary vein (svc).